Event description:
Additional information was received from a healthcare provider. It was reported that in order to resolve the issue of the ins flipping, the patient was scheduled for an appointment for assessment. It was unknown if the issue had resolved. The cause of the lead feeling like there is a knot was unknown, the most like cause was unknown. The patient was scheduled for an appointment for assessment in order to resolve the issue. The cause of the communicator not turning on or charging was unknown, the most likely cause was unknown. The patient was scheduled for an appointment for assessment in order to resolve the issue. Issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2021; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient reported that they had been heavier (weight-wise) when they were first implanted with their current system but they'd lost weight probably in the last 4 months and the ins started flipping "clear around" inside of their back, especially when they would sit down or sit to the side. Patient stated it would turn around inside of them. Patient stated there was also a spot in their back where it felt like the wire (which they could see through the skin) had "a knot or a kink" and it was painful. Patient stated it was also painful around where the battery was (and wire). Patient stated that within the last three weeks, they were no longer getting the relief for their urgency and accidents like they'd gotten before. Patient stated they just switched to a new managing healthcare provider (hcp) named and just had an appointment with the hcp and the hcp had told the patient to call the manufacturer about the situation. Reviewed the role manufacturer with patient and redirected the patient to follow up with their hcp about the situation s o the hcp could page a manufacturer representative to come and help assess the situation. Patient to follow up with their hcp to page a rep to help check their implanted system. At the beginning of the call, the patient was concerned about the communicator not charging or powering on. Patient stated the communicator port looked fine, and that they'd tried three different cords thus far and communicator wasn't charging. Patient then plugged the communicator in on the call and the communicator light lit up orange to indicate it was charging. Reviewed with the patient if they had been trying to charge multiple devices on the wall adaptor they'd received at implant, the wall adaptor would not be able to charge them both at the same time. Patient wasn't sure if that was what they had done but they noted the communicator was now charging where it hadn't been charging before so they were going to wait to see the communicator battery light turn green so they could use it and noted they would call back if they ran into an issue. No further action was taken.